Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing a fill estimate much lower than caller¿s calculated amount and intermittently showing high positive values after reloading. There was no reported impact to the customer¿s blood glucose level. Customer reloaded same cartridge with guidance from technical support, monitored pump as fill estimate stabilized to within 15 units of expected insulin, was satisfied with pump performance, was advised to update pump software, and was informed case would be closed while being instructed to call back if issue recurred.